Manufacturer narrative:
Date of event: the exact date is unknown; however, it was reported that the event occurred in (B)(6) 2021. The complainant was unable to report the device suspected lot number; therefore, the manufacture date and expiration date are unknown. Imdrf patient code (B)(6) capture the reportable event of sepsis. Imdrf impact codes f2303 and f0801 capture the reportable event of intensive care unit admission with antibiotics.

Event description:
This report pertains to one of four devices used in the same patient and procedure. It was reported to boston scientific corporation that a nephromax balloon and percutaneous access needle were used during a left percutaneous nephrolithotomy procedure performed in (B)(6) 2021. The patient experienced sepsis and required intensive care unit admission with antibiotics.